Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 09-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem was confirmed with event logs history system fault 46446. However, the issue was not duplicated. The root cause was unknown. Air detector was working but was loose and not attached in socket. The liquid crystal display (lcd) lens was scratched. Date and time not updating. Replaced main board. After repair all functional test of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a pusion error in logs. Defaump shut down on its own during per fillance 46 446 syst survenue. Air detector below the pump was hanging and the cable looked damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.